Event description:
Hospital cath lab staff ran a user test on the device. The power was cycled to reset the device to user default energy settings. The device was then used on a pt in v-fib. Reportedly a defibrillation shock was delivered and the pt was not converted. The device operator noticed the selected energy box still displayed 10 joules. The device energy was adjusted to 200 joules and treatment to the pt was continued. The reporter stated there were no adverse affects to the pt as a result of device operation.